Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the as returned product identified signs of wear from use and debris about the threads. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 25 (fdi) and used for approximately 11 days. The reported event could not be recreated due to the nature of the dental device and event (medical condition). Review of appropriate documentation: documents reviewed: 4869 rev 9-10/19; adverse effects; page 2 DHR review was completed for the subject lot number 1235349. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235349) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (perforated sinus) or product (tsvb13). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that the implant at tooth site 13 failed to integrate, perforated the maxillary sinus and was removed.